Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the psg. Polysomnograph system (the other system that the jb-110a was used with) model: psg-1100a, sn: (B)(4). Headbox (device reported to have failed) model: jb-110a, sn: (B)(4), device manufacturer date: 05/17/2021, approximate age of device: 5 months, unique identifier (UDI) #: (B)(4), returned to nihon kohden: 11/16/2021.

Event description:
The customer reported that the jb-110a head box was causing incorrect values for etco2 to be sent to the polysmith polysomnograph system. The values were off about 50 mmhg when plugged into port 6 and when plugged into port 5 the values would match what was on the tcm monitor. This happened on many patients in room 8. They have moved the headbox to another room with a different etco2 monitor and confirmed the issue follows the headbox. Only the jb-110a of the system was returned. No patient harm reported.

Event description:
The customer reported that the head box jb-110a was causing incorrect values for etco2 to be sent to the polysmith polysomnograph system. The values were off about 50 mmhg when plugged into port 6 and when plugged into port 5 the values would match what was on the tcm monitor. This happened on many patients in room 8. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that the head box jb-110a was causing incorrect values for etco2 to be sent to the polysmith polysomnograph system. The values were off about 50 mmhg when plugged into port 6 and when plugged into port 5 the values would match what was on the tcm monitor. This happened on many patients in room 8. They moved the head box to another room with a different etco2 monitor and confirmed the issue follows the head box. Only the head box jb-110a of the polysmith system was returned. No harm or injury was reported. Investigation summary: during a review of the device history for the head box (jb-110a with sn (B)(6) ) at this facility, this complaint was found to be the only incident that occurred involving this device in the past (3) three years and is an isolated issue. A review of the historical data does not reveal any trends that would contribute to component failure related to the device's design or manufacturing. Nihon kohden (nk) was able to confirm the reported complaint was attributed to the connector having been damaged (bent pins), which can lead to the issue occurring intermittently. The cpu board on the device was replaced to resolve the issue with the bent pins and a replacement device was provided to the customer, as requested. Issues with the operation of the jb-110a typically occur if one or more components within the device malfunction or fall out of specification. To resolve component related issues, the components can be replaced by the facility user or by nk repair center, as needed or requested. Issues with the jb-110a junction box that fall under this investigation are unlikely to be a result of manufacturing or design deficiencies.